Event description:
It was reported a throat injury occurred. A left atrial appendage (laa) closure procedure was performed. A 30mm watchman laa closure device was successfully implanted. At the end of the procedure, the patient was noted to have blood in her throat. It is believed there was trauma to her trachea or esophagus from either intubation or the transesophageal echocardiogram (tee) probe. The blood was suctioned out of the patient's throat. They patched her throat with gauze and decided to keep the patient intubated overnight to consult an ear, nose, and throat physician or gastroenterologist. It was further reported that during the procedure, there was some difficulty to insert the tee probe. The patient did fine during the procedure and has been discharged home. There was no intervention performed to treat her throat.

Event description:
It was reported a throat injury occurred. A left atrial appendage (laa) closure procedure was performed. A 30mm watchman laa closure device was successfully implanted. At the end of the procedure, the patient was noted to have blood in her throat. It is believed there was trauma to her trachea or esophagus from either intubation or the transesophageal echocardiogram (tee) probe. The blood was suctioned out of the patient's throat. They patched her throat with gauze and decided to keep the patient intubated overnight to consult an ear, nose, and throat physician or gastroenterologist.